Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2a, d2b, d4, d6a, d6b, e1, e2, e3, g2, g4, h4, h6

Event description:
Patient reported "rupture". Later healthcare professional reported "replacement due to prosthesis ruptured for [contralateral] side". This record is for an left side. The device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of (B)(6) 2016 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for an left side. The device remains implanted.